Event description:
A malfunction on the pump was reported, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in doing so. The malfunction code did not recur after the reset, and the customer was informed they could continue using the pump. The customer was also advised to call back if the malfunction code appeared again, and they acknowledged this information.